Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed an episode with apparent undersensing and noise oversensing noted on the electrogram. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing - as noted on an episode - and noise was also observed. The sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.